Event description:
The customer reported to beckman coulter (bec) that the baths on their coulter act diff 2 analyzer overflowed a few ml of fluid. The leak was not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No patient results were affected or reported. No death or injury is attributed to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the baths overflowed and he replaced pinch tubing in the biochem pinch valves to resolve this issue. Incidental to the bath overflow the fse cleaned the hemoglobin (hgb) assembly and bath areas of dried debris, checked and adjusted the vacuum, hgb lamp voltage and clot detection as a precaution. The fse verified system operation, and all parameters were within specification. Failure mode was related to pinch tubing in the biochem pinch valves. (B)(4).